Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. The customer's blood glucose level was 590 mg/dl. Customer addressed the elevated bg with a manual injection of insulin. Reportedly, the customer reverted to an alternate method of insulin therapy.